Event description:
Noise on the proximal distal ablator, troubleshot by replacing cable, did not fix the noise, new ablator opened w/o further problems. No harm to patient, procedure progressed w/o difficulty.